Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 423mg/dl and the pump alarmed battery out limit. Customer treated with a bolus. Troubleshooting found that the battery may have been out of the device for a greater amount of time allowed by the pump and advised customer to monitor battery changes carefully. Customer declined high blood glucose troubleshooting and indicated that their blood glucose reverted to normal after 2 hours. No further details given.